Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Due to the reported unspecified failure, unused sterile devices were returned from the account. A sample of units were visually and functionally tested with no anomalies found.

Manufacturer narrative:
Date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted with two prostyle devices. Reportedly, an unspecified failure occurred with both devices. The physician stated it was an anatomical issue. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.